Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and the complaint history could not be completed because the part number and lot number were not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during an intervention, the supracore guide wire unraveled. There was no adverse patient effect or a clinically significant delay reported. No additional information was provided.